Event description:
Patient placed on commode chair. Staff heart a crash and found patient on the floor. The entire back of the bedside commode was completely broken off. Small tabs of plastic were found on the floor. The underside of the commode arms were examined and the 2 plastic tabs that were positioned closest to the pt that secure the arm to the base of the commode were completely broken off. The physician was called to examine the pt, a head CT scan was performed and it was negative.